Event description:
The customer reported that they received a false negative hcg result on their clinitek status+ instrument compared to repeat testing by serum hcg. The patient's pregnancy was confirmed from the repeat testing. There is no reported injury due to this event.

Manufacturer narrative:
The customer has stated that they were performing proper maintenance and passing quality controls. Siemens has requested return of reagent for further investigation. The cause of this event is unknown.